Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Prior to the call, customer changed supplies reportedly resolving the alarm; therefore, tandem technical support was unable to perform a system check. Customer's blood glucose level was in the 230 mg/dl range.